Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nephrectomy procedure, the specimen pouch become cut by the ring of the device. It was a normal handling with the endocatch, as the surgeon closed the bag, the bag where cut. There wasn't any sharp edges or scissors involved.